Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was "high,." Customer delivered a correction bolus via the pump to address high bg. Reportedly, the customer changed pump supplies to address the issue. In addition, it was reported that the customer experienced a low blood glucose level of 53 mg/dl. Customer did not eat the amount of food that was anticipated and bolus for. Reportedly, the customer consumed glucose tablets and ice cream to address low bg.